Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. Lot# is unknown so DHR can't be performed. H3 other text : see h.10.

Event description:
It has been reported that the bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) has been found with defective tubing during use. The following has been provided by the initial reporter: material no: 383536, batch no: unknown (maybe 9241110 or 9182265). It was reported during discussion that other rns were having similar experiences, including requiring many attempts to gain access. And tubing on the catheter malfunctioned despite having just been flushed. Per customer email: I just wanted to alert this group that this morning we had a 20 ga. IV catheter malfunction while being inserted into a patient. The needle would not completely withdraw from the assembly and despite multiple attempts by staff, was stuck halfway out of the assembly. The catheter was removed and the rn placed an IV elsewhere. When the ed team started to discuss the issue, other rns reported having similar experiences with the ivs malfunctioning during insertion in the past few weeks, requiring repeat attempts for access. One rn said that her patient went to CT and the tubing on the catheter malfunctioned despite having just been flushed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) has been found with defective tubing during use. The following has been provided by the initial reporter: material no: 383536, batch no: unknown (maybe 9241110 or 9182265). It was reported during discussion that other rns were having similar experiences, including requiring many attempts to gain access. And tubing on the catheter malfunctioned despite having just been flushed. Per customer email: I just wanted to alert this group that this morning we had a 20 ga. IV catheter malfunction while being inserted into a patient. The needle would not completely withdraw from the assembly and despite multiple attempts by staff, was stuck halfway out of the assembly. The catheter was removed and the rn placed an IV elsewhere. When the ed team started to discuss the issue, other rns reported having similar experiences with the ivs malfunctioning during insertion in the past few weeks, requiring repeat attempts for access. One rn said that her patient went to CT and the tubing on the catheter malfunctioned despite having just been flushed.